Event description:
It was reported that loss of capture due to dislodgment was observed on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event. The patient was stable and there were no adverse consequences.